Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer receiving unknown morphine (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via intrathecal pain pump indicated for spinal pain. It was reported that the consumer's pump was alarming. The consumer stated that per her personal therapy manager (ptm), her low res alarm was on (B)(6) 2022 and on (B)(6) 2022. The pump was empty and the ptm was showing pump alarm due to medication empty in the pump. The consumer stated that she went through about a week to 10 days of withdrawals, but was now better and was finally able to eat. The consumer stated she had been trying to find a doctor to fill or remove the pump and had not found anyone. The consumer stated she spoke to company representative (rep) over the phone "maybe 2.5 or 3 weeks ago or so" and the rep was made aware of the issue while on the phone call. The consumer stated the rep was going to meet her at the doctor's office on (B)(6) 2022 to turn off the alarm. The consumer mentioned that they had morphine in the pump and then added bupivacaine sometime last year, because they would increase the medication and the consumer's pain would get worse. The consumer stated she was getting 10 mg hourly plus would do 12 bolus's per day and in hindsight stated when she would get the bolus it caused more pain so she would bolus again which snowballed. The consumer stated she now saw the pain was caused by having so much medication had applied pressure to the spinal column. The consumer stated since she ran out of medication and after going through withdrawals she noticed she was no longer having any sciatic nerve pain which was what the pump was implanted for. The consumer was upset that doctors were not taught to make sure to check to see if the patient even needed to continue the therapy. The consumer stated she may not have needed the therapy for years, but the doctor never checked. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. The patient was redirected to their healthcare provider to further address the issue.